Event description:
It was reported that the high voltage impedance alert was triggered for the right ventricular (rv) lead due to high impedance of greater than 200 ohms. Fluoroscopy was performed, in which it appeared the connector pin of the rv lead was not completely inserted into the header of the device. The rv lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. The analyst noted the rv coil impedance measured 202 ohms up from a trend that had been rising and variable.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4)